Event description:
Boston scientific crm received information that at one day post-implant, the patient with this pacemaker died of unknown causes. This information was received from the pt's family and no specific device involvement was alleged.

Manufacturer narrative:
Event conclusion: several attempts to obtain additional info on this event have been unsuccessful. As of today, this pacemaker has not been returned. If it is returned, or if additional info becomes available, this event will be updated.